Event description:
New information states that during follow-up in clinic, a recurrent event of non-sustained rv oversensing was observed due to noise on the right ventricular lead. The noise was reproducible in clinic with isometric movements. Patient was asymptomatic and has a scheduled visit with the physician for (B)(6) 2017. At that point, it will be decided whether the lead will be replaced. Patient is in stable condition and will continue to be monitored remotely.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing due to lead noise as observed. The patient was asymptomatic. Further testing and lead replacement was suggested.